Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that there was an increase in pacing threshold on the right ventricular (rv) lead. The rv lead was explanted and replaced during a device replacement procedure for normal elective replacement indicator (eri). The patient was stable.